Manufacturer narrative:
The investigation determined that a lower than expected vitros ipth result was obtained from a quality control fluid, when processed on the vitros 5600 integrated system. The assignable cause could not be determined. There was no indication that the vitros 5600 integrated system malfunctioned as acceptable within-run precision results indicated the instrument was performing as intended. An issue related to the ipth reagent lot, the quality control fluid, a calibration issue or a reagent pack issue could not be ruled out as potential contributing factors.

Event description:
The customer obtained a lower than expected vitros ipth result (biorad 2 = 131.0 pg/ml versus expected = 189.8 pg/ml) from a quality control fluid processed on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected and would not be affected if the event were to recur undetected. There were no allegations of patient harm. (B)(4).